Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure the device was fired for the initial firing. During the firing sequence, the device locked out, and the surgeon was unable to complete the sequence. The staples that were formed were not in complete b formation. Another device was opened to complete the procedure. There was no adverse pt consequence.